Event description:
It was reported that the pt experienced a sudden lack of stimulation that lasted for a few minutes while the pt was seated. Once the pt stood up and moved around, stimulation switched back on. The pt recovered without sequela.

Manufacturer narrative:
(B) (4).